Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error of hal software error detected. Customer stated they were able to successfully clear the alarm and were unable to complete rewind. Customer stated that insulin pump fell off and hit the ground and it started turning it self on and off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected failed test alarm or pump errors 54 noted during testing. Also, no pump error 54 found in the device history file. Device had missing display window cover. Device p-cap or test reservoir lock in place properly. (B)(4).